Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Marinkovic, s.p., miller, b., hughes, s., marinkovic, c., gillen, l. Successful bilateral pudendal neuromodulation to treat male detrusor areflexia following severe pubic symphysis fracture, a case report. Bmc urology. 2015;15:115. Doi 10.1186/s12894-015-0108-4. Summary: sacral neuromodulation may successfully correct traumatic urinary retention in male patients. Additionally, pudendal neuro modulation can be successfully utilized as a salvage method for an infected sacral neuromodulation impulse generator (ipg) and tined lead with a return to proper voiding. Reported events: a (B)(6) male with bilateral sacral nerve stimulation (sns) systems for traumatic urinary retention had returned to work 6 months after implant where his uniform was irritating both of his implants; within 3 weeks he reportedly developed bilateral cellulitis with purulent drainage from both lead sites and implantable neurostimulators (ins), resulting in both systems being explanted. It was noted that each pocket wound culture grew (B)(6) and the patient was subsequently treated with ciprofloxin home intravenous therapy for six weeks, along withthe resumption of clean intermittent catheterization. Three months later, re-examination revealed both sites to be well healed. Further information has been requested; a supplemental report will be submitted if additional information is received.